Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted to the hospital on (B)(6) 2015 due to unspecified worsening heart failure symptoms. The patient's lactate dehydrogenase (ldh) was elevated, and despite heparin therapy, neither the symptoms nor the ldh elevation resolved. The patient was placed on inotropes. The pump was exchanged on (B)(6) 2015 for suspected pump thrombosis.

Manufacturer narrative:
A correlation between the device and the reported heart failure symptoms and elevated lactate dehydrogenase could not be conclusively determined. (B)(4) was returned for evaluation and no issues that could have contributed to the reported symptoms were identified. Right heart failure is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. (B)(4) had been exposed to fixative prior to being returned. The pump was returned assembled. The percutaneous lead was severed approximately 10 inches from the pump housing. The rest of the lead was not returned. The sealed inflow conduit was not returned. Approximately 5 inches of the sealed outflow graft was returned. The outflow graft bend relief and outflow elbow were returned. The evaluation found no deposition inside the pump. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.